Manufacturer narrative:
(B)(6).

Event description:
It reported that device detachment occurred. The target lesion was located in the tortuous and severely calcified middle right coronary artery. Following stent implantation, the opticross hd imaging catheter was advanced for intravascular ultrasound. The crimping of the stent was confirmed and as the opticross was being removed, it became separated. About 5cm around the marker at the tip of the catheter was able to be snared and removed but approximately 20cm remained inside the patient. There were no changes and the patient was in stable condition. The procedure was completed with another of the same device.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lapjoint section and was not returned for analysis. The distal imaging window was observed stretched and kinks were observed in the sheath assembly. Microscopic inspection revealed no damage to the distal tip or the guidewire exit port assembly. Pitting and degradation of the transducer housing consistent with saline damage was observed which occurs post-use of the device and is not related to the original device failure.

Event description:
It reported that device detachment occurred. The target lesion was located in the tortuous and severely calcified middle right coronary artery. Following stent implantation, the opticross hd imaging catheter was advanced for intravascular ultrasound. The crimping of the stent was confirmed and as the opticross was being removed, it became separated. About 5cm around the marker at the tip of the catheter was able to be snared and removed but approximately 20cm remained inside the patient. There were no changes and the patient was in stable condition. The procedure was completed with another of the same device.